Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 43 mg/dl and as high as 375 mg/dl. Troubleshooting for low blood glucose was performed. Customer experienced a few hypoglycemic episodes in the past and treated their low blood glucose with food. Customer advised they attempted to fill the tubing and repeated the prime process several times in order to go on to the next step. Customer's alarm history showed several low reservoir alarms. Customer was advised that a tubing clamp would be sent out and to call back in order to complete troubleshooting.